Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis: the xenon lightsource was received in used condition. Evaluation of the unit identified that the wolf port on the turret was burnt and the mirror and top trim were damaged. The turret, mirror and top trim have been replaced to correct these issues. Unrelated to the reported problem, the unit failed lumens test; the lamp has been replaced to correct this issue. Root cause analysis: the reported complaint was confirmed. The issue of the lightsource having a burnt port was most likely due to overheating. The unit may overheat if the mirror is damaged. The damage to the mirror was most likely due to rough handling/environmental damage. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) has a burnt port. It is unknown under what circumstance this issue was discovered; however, no patient injury, death or surgical delay was reported.